Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed and it was found that the reported event was due to a programming error. The reported device was not returned to brézins for investigation as the device was checked out out locally. According to provided information ""the review of the pump data performed by fk representative, observed that the pump was not programmed as indicated by the customer at 43cc/h but was programmed at 83cc/h with a total volume of 1040 ml, the pump infused what was programmed, the error was made by the user when entering the nutrition flow"". This was confirmed by the log analysis performed by brézins's investigator. Device quality control attests that no technical or functionnal defect could be detected as all tests were found compliant and withing IFU spectifications. This complaint is considered as use error. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "an infusion pump was programmed for (B)(6) 2023 at 6 pm with the nutrition of a volume of 1040 ml to be administered at a rate of 43 cc/hour, with a parenteral bag of 2000 ml, with equipment and a photosensitive bag. This nutrition was scheduled to pass for 24 hours and ended in the early morning of (B)(6) 2023 i.e. Nutrition was administered in a shorter period than indicated." Reporting due to the referenced issue. No reports of any adverse effects sustained by the patient. More information is needed to complete the investigation.